Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced over fill during use. The following information was provided by the initial reporter: material no. 363083 batch no. 9260290. Complaint 2 of 2. Lab is also experiencing overfilling. 06-jan: rcvd an email from the customer providing the following information: what is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many test per day etc.) Every tube used from that lot. What is the labeled draw volume (2ml, 3mletc) 2.7ml. What was the level of tube fill? Filling past line x over fill. How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)?automated fill level. What was the tube¿s expiration date?06-30-2020. How was the tube drawn? Straight needle. Was a discard tube used? Not needed for straight needle. Was a successful draw achieved with the same lot? No. Is this happening with one particular: department, unit, and shift, time of day or person no. What was method of draw? Straight needle, wingset. If using a wingset were the fitting tight/secure? Yes (connection between threading luer adaptor to holder and male to female connection). Have the tubes been exposed to extreme heat? No. How many locations were affected (impatient, outpatients, etc.)? 2 out patient different locations.